Event description:
The facility reports while transferring a person from the bed to the chair, something in the top of the hoist broke and the hoist suddenly came down. The pt fell roughly in the chair, but was uninjured.